Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: comp (B)(4).

Event description:
A healthcare professional reported that 2 silent nite pink sleep appliance devices with the same serial number caused the patient to have a material reaction after three days of use. It was reported that the patient experienced the following symptom: burning sensation. Per the report the symptoms subsided after the patient discontinued using the device.

Manufacturer narrative:
The manufacturer previously reported incorrect information . The following correction has been updated in this report. Corrected information g3(date received by manufacturer) that was not captured in the pervious report was corrected in this report. Manufacturer reference: (B)(4).